Manufacturer narrative:
Device MFR date: battery pack sn (B)(4): 07/2010; battery pack sn (B)(4): 05/2010; battery charger sn (B)(4): 09/2010. Device eval summary: device evaluations of battery charger sn (B)(4) and batteries sn (B)(4) and sn (B)(4) have been completed. The reported problem (battery/charger faults) has been confirmed. During inspection of the battery charger, corrosion was found underneath the battery connector on the battery interconnect board. The root cause of the corroded interconnect board cannot be positively identified but was likely caused by liquid ingress. The source of the liquid is unk. Upon eval of the battery packs, it was discovered that the output voltage of both battery packs was less than 7.2v. Neither battery pack was capable of powering on a monitor. The root cause of the defective batteries cannot be positively identified, but was likely caused by the liquid ingress in the charger. No adverse event resulted from the corroded charger or defective batteries. The pt received a replacement battery charger and two replacement battery packs.

Event description:
The pt svc rep (psr) assisting a (B)(6) male pt called zoll lifecore customer support to report that neither battery is functioning and that the charger is not recognizing when a battery is inserted into the charger. The pt was provided with two replacement battery packs and a replacement battery charger.